Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(6).

Event description:
The customer received questionable thyrotropin (tsh) results for four patient samples. The repeat testing was performed on an architect analyzer. Sample 1 initial result was 9.86 miu/l, repeat result was 5.4380 uiu/ml. Sample 2 was from a 40 year old female. On (B)(6) 2014, the initial result was 12.23 miu/l, repeat result was 7.7503 uiu/ml. Sample 3 was from a female patient. On (B)(6) 2014, the initial result was 4.33 miu/l, repeat result was 2.1752 uiu/ml. Sample 4 was from a (B)(6) year old female. On (B)(6) 2014, the initial result was 8.35 miu/l, repeat result was 4.4599 uiu/ml. None of the erroneous results were reported outside the laboratory. The patients were not adversely affected. The tsh reagent lot number was 178605 with an expiration date of (B)(6) 2015. The qc and instrument alarm data provided for investigation did not indicate any issues. It was noted the calibration curve was distorted which could have influenced the results. As only one set of calibration measurements was provided, it could not be determined if this was a systematic issue.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The issue appears to have been resolved by the replacement of the reagent. From the information provided, a general reagent issue was not suspected. A temporary issue with the storage or handling of the reagent pack may have caused the issue but this could not be confirmed.